Event description:
The device was received with no information.

Manufacturer narrative:
(B)(4). Evaluation summary. The hand piece was returned with a loose mount. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed an no anomalies were found during the manufacturing process.